Event description:
It was reported to medtronic neurosurgery that the shunt malfunctioned and that pt's condition declined.

Manufacturer narrative:
The catheter (figure 1) was patent and met the requirements for leak testing. Therefore, the conditions of the complaint could not be replicated by laboratory personnel for this device. A review of the mfg records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.